Event description:
This console was not on a pt. Customer reported that during routine console checkout, the visual alarm annunciator of the lower controller did not illuminate. The audible alarms continued to operate. The lower controller was replaced and the console was successfully calibrated. The controller that was switched out was returned to syncardia for evaluation. The results of the failure investigation are set forth in section h10.

Manufacturer narrative:
A failure investigation was conducted, and the failure investigation report is attached hereto. The root cause was determined to be a burned out alarm led. This is the first recorded instance of a controller alarm led failure. This failure mode did not pose a risk to a pt because it occurred during routine console checkout and was not on a pt. In addition, this alleged failure mode does not negate the ability of the console to continue to perform its life-sustaining functions because the console has a redundant, backup controller. Syncardia is closing this file. Conclusions: normally the tah controller alarm led is illuminated every time the tah controller is turned on. On this controller, the alarm indicator did not illuminate even though the correct amount of voltage was present to the indicator and no loose connections were found, leaving a burned out alarm led as the cause of the problem. Once the alarm led was removed and replaced, the problem was resolved. This is the first recorded instance of a controller alarm led failure. Controller alarm leds are not replaced on service cycles because the low failure risk due to the long expected lifespan at 100,000 hours of continuous use. The led only illuminates during console start up and during alarm condition. The usage of this led is far below than 1 hour a day. If the led was turned on for 1 hour each day at 100,000 hours the expected life span would 273 years. This discrepancy was found during console checkout, prior to use on a patient. Audible alarms were not affected by this failure mode, resulting in the ability of the system to continue to notify users of alarm conditions. Tah controller alarm led is used to indicate controller start-up or controller pcb fault. The console and remaining back up controller were not affected by this issue.